Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Device evaluation - at this time. Vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that the vela ventilator started alarming "xdcr fault" continuously. There was no patient harm associated with this reported event. The patient was placed on another ventilator with no issues.

Manufacturer narrative:
The vyaire factory service center received the suspect component and performed a failure investigation. The reported issue was confirmed in the laboratory setting. The root cause of the reported issue revealed pt802 failed.